Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 10 pm due to insulin pump not working with blood glucose of 214 mg/dl. Customer other blood glucose value was 163 mg/dl. The customer was treated with insulin drip. Customer stated insulin pump make whining noise and then screen went black. Customer also stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated the black screen did not disappear. The device will be returned for analysis.

Manufacturer narrative:
Device had blank display due to moisture electronic assembly. The motor had moisture damage. Unable to verify black screen display anomaly or audio/beep anomaly due to blank display. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to perform the device trace history download or carelink upload due to blank display. Device had cracked belt clip slot and a cracked reservoir tube lip.